Event description:
G4-590 broke during laminectomy procedure in the thoracic spine. Approximately 30-40 seconds into the case, the tool snapped inside the tube. The doctor stopped, removed the broken tool and replaced it. Everything went fine after that. There were no inuries and very little delay in surgery.